Manufacturer narrative:
The device was manufactured on 09/03/1992 and was previously repaired 04/26/2014 for a non-related issue. Investigation revealed the device did not operate. Prior to repair, the device met calibration and side to side specifications at all tested thickness settings. Repair of the device included replacement of the motor and standard repair parts. Post repair analysis revealed corrosion to the motor. The motor met electrical specifications without a load. The reported event was confirmed and was most likely due to the corrosion to the motor that under a load did not operate, which was most likely due to moisture ingress. Special care should be taken to prevent the entry and accumulation of moisture within the handpiece that can lead to the corrosion and to the malfunction of internal components. The device was repaired and returned to the customer.

Event description:
It was initially reported that the device was not working. Additional clinical information determined that during surgery it was discovered that there was no power going to the device. The power box had power and would switch on, but upon plugging the dermatome into the power source the device would not work. There was no patient harm/injury reported as a result of the issue. There was no alternate device available for use resulting in the procedure being cancelled and rescheduled once a loaner was available for use. Additionally the patient had received anesthesia during the event which was no necessary due to the procedure being cancelled.